Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h6 . The following section was corrected: h6 compnent code. Visual examination of the returned product identified signs of repeated use: dings and scratches on the quick connect feature. There is surface marring on the shaft. The product is fractured into 2 pieces (all returned). Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Lot identification is necessary for review of device history records; lot identification was not provided. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: diligence is in process to provide product identification information; however, no further information has been provided at this time. G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pin driver broke during the procedure. No patient harm or impact was reported.